Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case #01018132 - npi ail error on 8100bd unit ail sensor assy- connector issue there is no patient involvement. (B)(4).case description: tech called in for help on 8100bd unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech called in for help on 8100bd unit he is ail error when try to run pm test on unit, step he can do before replace ail or he can sent unit under warranty repair, wipe the sensor out soft dry cloth, check connector once that is done try to run single test for ail sensor if still fail unit can be sent in under warranty repair, confirm part # also with price quote with out tax. Tech thank me for my assist.